Manufacturer narrative:
Heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date: 30-jun-2017. UDI#:(B)(4). Device available for evaluation?: no. Device evaluated by manufacturer?: no, product not received - not returned to manufacturer. Labeled for single use?: no. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date: 30-jun-2017. Device available for evaluation: no. Device evaluated by manufacturer: no, product not received - not returned to manufacturer. Labeled for single use: no. Battery issue. Heartware® ventricular assist system - battery (B)(4) - battery / catalog number 1650de / expiration date: 30-jun-2017. Device available for evaluation: no. Device evaluated by manufacturer: no, product not received - not returned to manufacturer. Labeled for single use: no. Battery issue. Heartware® ventricular assist system - battery (B)(4) - battery / catalog number 1650de / expiration date: 30-jun-2017. Device available for evaluation: no. Device evaluated by manufacturer: no, product not received - not returned to manufacturer. Labeled for single use: no. Battery issue. Heartware® ventricular assist system - battery (B)(4) - battery / catalog number 1650de / expiration date: 30-jun-2017. Device available for evaluation: no. Device evaluated by manufacturer: no, product not received - not returned to manufacturer. Labeled for single use: no. Battery issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that power switching and alarms occurred. It was also noted that the battery displays indicated that they were empty, however they had a full charge. The controller and batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported by the patient that power switching, and alarms occurred. It was also noted that the battery displays indicated that they were empty, however they had a full charge. One (1) controller ((B)(4)) and four (4) batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Log file analysis revealed that the controller software contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). A vad disconnect alarm was recorded on the reported event date; the alarm was likely due to the controller exchange and not related to the reported event. Momentary disconnections will result in an audible tone. The audible tone may have been perceived by the patient as an alarm. Furthermore, when a momentary disconnection occurs, the charge on the controller disappears and reappears as the battery regains connection. This likely explains the reported "battery displays on the controller indicated that the battery was empty". As a result, the reported event was confirmed. Additional devices involved in the event: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Bat220135 (incorrectly reported as bat220315) battery/catalog number 1650de/expiration 30jun2017 UDI#: (B)(4). Device available for evaluation? No. Device evaluated by manufacturer? No. Product not received - not returned to manufacturer. Labeled for single use?: no. Mfg date: 30jun2015. (B)(4). If information is provided in the future, a supplemental report will be issued.